Manufacturer narrative:
This serves as a correction report. Section g-3 (date received by mfg) was incorrectly documented in the previous initial report as 1/31/2024. The correct g-3 date is 1/31/2025.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation the reader became hot while charging with a usb cable. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation the reader became hot while charging with a usb cable. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader observed contaminated usb port. Reader was successfully communicated with software, however, was not observed to be charging. Reader was observed to be hot while connected to cable. Usb cable was returned with the reader. A visual inspection was performed on the returned usb/charging cable and no issues were observed. No open or shorts were observed, and the usb/charging cable testing passed. Built-in reader test was unable to be performed due to error message. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage or burn marks were observed. Liquid contamination was observed on the pcba of the returned reader. Returned battery voltage was measured and result was not within specification. Reader was monitored under thermal camera during operation and temperature was observed to be above 30°c. Power consumption test was unable to be performed due to liquid contamination on pcba. An extended investigation was performed. A visual inspection of the reader was performed using a digital microscope and evidence of liquid contamination was observed on the pcba. Data log was reviewed and no abnormalities were observed. The returned reader was brought to the bench for functional testing. The returned charging cable passed the cable test. The returned battery measured to be below the required specification. The initial customer-reported issue of the reader not powering on was not confirmed when a known-good battery was installed. The reader powered on successfully with the replacement battery. When connected with the charging cable, the returned battery started to charge as expected. A functional screen was displayed when the reader was powered on with a known-good battery and charging cable. Thermal imaging revealed localized hotspots on the cpu and component u13. Widespread liquid ingress contamination was present across the pcba. These findings indicated that the overheating observed was directly caused by liquid ingress, which compromised thermal regulation and internal damage to the components. Liquid ingress contamination on the reader has led to internal component damage, resulting in overheating. This condition caused the device to become excessively hot to the touch, as reported by the customer. The root cause of the issue is not confirmed to use- liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation the reader became hot while charging with a usb cable. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.